Manufacturer narrative:
The reported issue could not be replicated by medtronic personnel following this incident. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the navigation system was alleged to be inaccurate. It was reported that after an initial spin with an imaging system, the system was used for the navigated placement of 4 screws. The surgeon reportedly did not check accuracy prior to screw placement. Upon taking a confirmation spin with the imaging system, it was discovered that 3 of the 4 screws that were placed had entered the disc space. The accuracy was reportedly off by 2-4mm in the superior direction. Accuracy was then checked with navigation system and was found to be inaccurate once again. It was at this point that medtronic navigation was discontinued, and the screw placement was revised successfully. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional details were provided.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that several successful surgeries have been logged against this system since this report with no reported inaccuracies. The medtronic representative reported the surgeon is feeling better about navigation. The medtronic representative also reported, the surgeon is not always very mindful of the frame and often has bumped the frame. The medtronic representative advised the surgeon to regularly to be aware of the frame. And advised the staff and everyone in the room to watch the frame as well. The medtronic representative also reported the site was using a non-medtronic drape to cover the patient which is much heavier than the medtronic brand bar drape that goes over the patient. The heaviness of this non-medtronic drape may possibly push down on the frame and once removed, the frame may have moved. The medtronic representative reported the system is still functioning normally and accurately at this point. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."